Manufacturer narrative:
H4: the device was manufactured from march 11, 2019 - march 12, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which observed a white foreign matter inside the bottom of the bag. Additional visual with magnification verified a loose curved white shaving which appears to be a plastic piece approximately 0.25 inches inside the bottom of the bag. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.